Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of discomfort, slow drains, overfill and drain pain which warranted a prescription change. During follow-up, the pdrn reported the cause of the patient¿s discomfort and drain pain were the manifestations of a fluid overfill event, however no specifics were obtained. Patient¿s utilizing cycler-based therapy commonly experience drain pain due to the hydraulic suction, as opposed to gravity-based draining (1). While there is no objective evidence indicating a liberty select cycler product deficiency or malfunction caused the patient¿s adverse events; the liberty select cycler cannot be excluded from having a possible contributory role. Due to the lack of specific additional information, event date, additional treatment data and no manufacturer evaluation of the suspect device, there is insufficient evidence to conclude the definitive root cause of the events. Should additional information become available, the clinical investigation and file will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has been alarming with the patient line is blocked soft alarms and dc drain complication encountered messages. Both messages occurred multiple times during the drain phase. The cycler also alarmed with the pl patient line is blocked message. The patient has been bypassing herself due to ongoing drain pains, and has been performing manual treatment since (B)(6) 2019 due to discomfort. The patient does not want to continue treatment on the cycler due to the slow drains and discomfort. The fresenius technical support representative referred the patient to their pd registered nurse (pdrn). The patient's treatment records were reviewed and no overfill incident was identified. Upon follow up with the pdrn, it was reported that the patient's prescribed delflex solution was not changed, however, the prescription programmed in the cycler was changed from tidal to treatment based. No samples were returned for evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.